Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. Cable in good condition. Motor in good condition. This device functioned as intended. No anomalies were discovered from this device. This complaint is not confirmed. This serialized device was manufactured prior to (B)(4), therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review of the depuy synthes (B)(4) complaints system revealed one similar and four dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). (B)(6).

Event description:
It was reported by the sale rep that when the shaver was plugged to the pump the error code "default mode" was shown. It happen during shaver test. No procedure involved. Additional information from affiliate: the issue occurred during test, we have no more information.